Event description:
Reporter indicated a (B) (6) vns handheld computer was performing intermittently, and that the serial cable would have to be adjusted to interrogate successfully. The handheld computer, programming wand, and flashcard were returned for product analysis. Analysis of the programming wand and flashcard did not identify any anomalies. Analysis of the serial cable identified a wire break in the cable that supplies power to the handheld computer. A root cause for the wire break could not be identified based on the returned serial cable. No further anomalies associated with the serial cable were noted during testing.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.